Event description:
The user facility reported dilator tip broke off upon insertion of sheath/dilator into patient. Follow-up communication with the user facility confirmed: (1) a left heart cath was being preformed through a right femoral access; (2) the sheath was removed with the dilator inside; (3) medical intervention was not required: (4) procedure was completed; and (5) patient is reported doing "okay".

Manufacturer narrative:
Results: based upon testing on reserve samples; based upon evaluation of the returned sample and user facility information. Conclusions: based upon testing on reserve samples; based upon evaluation of the returned sample and user facility information. The hub of the reported sample was received, along with two unopened samples. Visual inspection of the used sample shows signs of stress having been applied to the dilator. The dilator material is jagged in one section of the break, and the material is lighter in color. The two sterile samples were evaluated, and there were no visual anomalies noted. The dilators of the sterile samples were hand manipulated along the length and there was no breakage noted. An evaluation of the lots manufactured prior and after the reported lot was conducted. Visual inspection found no defects or anomalies. Functional testing confirmed that the product performance specifications were met. A review of the device history record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the exact cause cannot be determined based on the available information, the presence of a localized and extremely limited area along the dilator with apparent brittleness remains an extremely rare occurrence, with no connection to product code, lot number, or user facility. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).